Event description:
On (B)(6) 2013, black areas of growth noted inside two bottles of 7.0 ph buffer solution used daily to calibrate phoenix meters. On (B)(6) 2013, became aware of eight lot numbers of the 7.0 ph buffer solution affected with mold growth. After checking our inventory, we found two bottles of 7.0 ph buffer solution from one of the lot numbers listed.